Event description:
A physician reported during an intraocular lens implant procedure, the optic was found to be convex and there was some foreign body (more like serrated) on it when viewing the video after the iol was implanted into the patient's eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).